Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal instructions for use (IFU) states that if bleeding or hematoma occur after placing the angio-seal device, application of gentle pressure (one or two fingers) at the puncture site is usually sufficient to produce hemostasis. If manual pressure is necessary, monitor pedal pulses.

Event description:
A procedural hematoma occurred when the sheath was changed from a 6f to a 7f in order to accommodate a larger stent. An 8f angio-seal vip was used for the procedure. Two days post procedure the pt developed a femoral bleed and oozing continued from the femoral site which was resolved with the use of a femostop. The pt was later discharged from the hosp.